Event description:
Female side of extension developed a crack leading to small amount of fluid leak and air introduction to the tubing that did not reach the patient. Extension had been in place since line insertion. Product packaging had been discarded, lot number provided is from current stock on hand. Found a leak on the green-t extension piece of the peripherally inserted central catheter (PICC) line. Patient has a right leg PICC line with d10 + normal saline (ns) + hep running through and a med line for antibiotics. After giving patient's antibiotic, I was tracing the line and found some big air bubbles. Attempted to troubleshoot the PICC line and felt something leaking. Traced it to the green-t extension piece leaking fluids. I can see a slight crack on one side of the green-t. Called vascular access department (vad) to come assess and replace the green-t piece. Notified providers in case we needed tpa or other interventions before vad arrived. Piece was eventually replaced and functioning well. Manufacturer contacted. Device will be saved pending return information from manufacturer. There was no detectable harm. This all the information available.